Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Ozark guide and view surgical technique was reviewed and the following relevant information was identified: plate introduction & optional temporary fixation after the plate has been positioned on the spine, temporary fixation pins may be used to temporarily secure the plate to the vertebra. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in insertion of the pins. Attach the proximal end of the driver to the spin top handle. Engage the stab-and-grab feature by inserting the driver into the temporary fixation pin. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. As the device was not returned for investigation, the failure mode could not be confirmed, and a root cause could not be determined conclusively.

Event description:
It was reported that an ozark threaded screwdriver 'tip broke off ' intra-operatively. No adverse consequences, or medical intervention were reported. The procedure was completed successfully with an unknown surgical delay. This report captures the first of the two threaded screwdrivers.

Event description:
It was reported that an ozark threaded screwdriver 'tip broke off ' intra-operatively. No adverse consequences, or medical intervention were reported. The procedure was completed successfully with an unknown surgical delay. This report captures the first of the two threaded screwdrivers.